Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident possible water damage was observed. Photos show dried fluid ingress residue on main board, center housing and on the upper and lower housings. Device replaced and scrapped. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device malfunction caused by software upgrade and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.